Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated that the impedance trend on the rv (right ventricular) pacing lead was variable. Also, the analysis data indicated there was a right ventricular lead integrity alert and oversensing due to non-physiologic signals/sic (sensing integrity counter). It was noted that beginning (B)(6) 2016 rv pacing impedance has been varying up to 1349 ohms and down to 551 ohms and then up to 1767 ohms on (B)(6) 2016 and down to 551 ohms. Beginning (B)(6) 2016, v sensing integrity counts up to 43. Egms are not captured in s2d data. Rv lead integrity warning occurred on (B)(6) 2016 for sensing integrity counter greater than 30 in 3 days and rv lead impedance variation in last 60 days. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that a lead integrity alert was triggered and that the right ventricular (rv) lead exhibited high sic (sensing integrity counter) and irregular impedance measurements. It was noted that noise was seen on the rv electrogram with "provocative" movements with varying impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.